Manufacturer narrative:
The device was returned to olympus for inspection and following reported malfunction was found, outer tube has dent, r- unit broken and image has stripes. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dent in outer tube, broken r-unit (charged coupled device) and stripes in image. There was no patient involvement.